Event description:
Information received indicates the brake is not holding. The wheels and rolling and the casters continue to swivel after the brake is applied.

Manufacturer narrative:
The technician found the brake block mechanism was broken. He replaced the brake block and adjusted the brake to repair the bed.